Event description:
Same case as MDR ID#: 2134265-2012-05546. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and vessel perforation occurred. Vascular access was gained via the left femoral artery. The 99% stenosed, 3.0x8mm target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. There was a 90 degree bend from the left main artery. With a 6fr guide catheter, an unspecified guide wire was advanced and a balloon catheter was utilized to exchange to a floppy rotawire guide wire. A 1.25mm rotalink plus burr was utilized for 6 ablation runs at a platform speed of 180,000 rpms for 60 seconds each. On the final run, it was noted that the track of the burr appeared different so the burr was removed. Upon removal of the burr it was noted that a portion of the guide wire remained in the patient. Angios were taken and a gross extravasation was noted. A balloon was advanced and inflated and the patient remained hemodynamically stable. Contralateral access was gained with a 7fr guide catheter, and a 3.0x16mm non-bsc stent was placed in the target lesion. The guide wire fragment was then snared out of the patient's body. The patient remained stable throughout, and is in fine condition.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: week of (B)(6) 2012. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).